Event description:
The customer reported a ventilator did not pass the system leak test during preventative maintenance and has a 1007 error code indicating a vent-inop: machine and proximal pressure sensors failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issues. The customer reported that the unit failed the system leak test during preventative maintenance (pm). The customer was not able to isolate the leak, so the gas delivery system (gds) was replaced. Additionally, at unit start up, the ventilator gave a constant alarm with a 1007 error code indicating a machine and proximal pressure sensors failure ventilator inop. The motor controller (mc) printed circuit board assembly (pcba) and data acquisition (da) to mc cable were replaced but the problem persisted. The voltages in the pneumatics and all voltages were checked and showed 0 voltage (v). There was no voltage coming from the j1 orange/brown wires on the power management (pm) pcba. If the problem persists the rse advised replacing the power supply. The customer is currently troubleshooting the problem. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was requested; however, no response was received. It is unknown if any repairs have occurred. Root cause cannot be determined due to lack of further information furnished by the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
It was last reported that the gas delivery system (gds) and the tubing kit were installed. No other information was received.